Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for separation with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the hub detached from the bd vacutainer® eclipse¿ blood collection needle during use while in the patient's arm. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: whilst taking a member of staffs blood the needle was inserted in the staff members arm. The bottle was pushed into vacuette (kfk322) to attach needle. Vacuette and blood bottle became detached from needle leaving the needle in the staff members arm with no vacuette attached. This happened twice.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub detached from the bd vacutainer® eclipse¿ blood collection needle during use while in the patient's arm. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: whilst taking a member of staffs blood the needle was inserted in the staff members arm. The bottle was pushed into vacuette (kfk322) to attach needle. Vacuette and blood bottle became detached from needle leaving the needle in the staff members arm with no vacuette attached. This happened twice.